Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded elevated right ventricular (rv) pacing impedance measurements, exhibited by this defibrillation lead, but measurements remained within acceptable limits. Pacing threshold and sensing measurements were noted to be stable, and no noise was observed. This device and lead later exhibited out of range rv pacing impedances of greater than 2000 ohms. Also, the device reached elective replacement indicator (eri) due to a charge time (CT) of 22 seconds. The device was explanted, successfully replaced and returned for analysis, and the lead remains in service. Additional information was provided that the lead still exhibited an impedance of 2012 ohms. All other measurements were stable, thus ts advised continued monitoring. Additional information was provided that the lead continued to exhibit out of range rv pacing impedances. All other measurements were noted to be normal. It was noted that the lead was suspected to be fractured; therefore, a lead extraction was planned.

Event description:
Additional information was provided that rv impedances were later 3,000 ohms, and the patient had 4 episodes of ventricular tachycardia (vt) which required shocks from the device. It was noted that all shocks were appropriate, and the shock impedances were normal at 44 ohms. It was noted that the patient would continue to be followed. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was received that a lead revision was not scheduled at this time; the patient will continue to be followed as normal.